Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reverse function was not working on the hand piece for battery powered driver device. This issue was discovered during testing, outside of the or, and did not involve a patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review: part no: 05.000.008, serial/lot no: (B)(4): a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2014 for motor failure. The customer called in a service request for this item on (B)(4) 2015 and reported the device is inoperable; the reverse button is not working. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable, the reverse button is not working. The manufacture date of this item is (B)(4) 2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. A service and repair evaluation was completed: the customer reported the reverse speed was not working. The repair technician reported the device had no reverse, and the forward and fast forward speeds were running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.